Event description:
Bronchoscope was cleaned after use on 3/24/97. Apparently, a cleaning brush broke off and was left in the scope. On 3/25, bronch performed on pt. The broken end of brush was dislodged when lidocaine was pushed through scope at the beginning of the procedure. Physician saw brush and removed through the scope.